Event description:
Customer's sister called to report the death and to stop the supplies from being shipped. Caller stated that customer was in a coma and unresponsive for over one week. Customer also had bladder cancer. The cause of death was metabolic encephalopathy, due to hypoglycemia. Customer was wearing the insulin pump at the time death. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.